Event description:
It was reported that a breakage of packaging material/ a hole was found on innermost sterilization pack (paper cover) of the implants while the outer packages are in good condition. The nurse assumed all are sterilized and there is no contact with any contaminants, so the surgery was continued and completed without delay.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: a photograph of the tyvek lid was provided. The lid was creased and has a puncture hole in it. Photographs of the other elements of the packaging were not provided. Medical records received and evaluation: not performed as the event relates to a packaging issue. The surgeon elected to implant the component despite noticing a hold in the lid of the inner blister. It is stated in the IFU that if a flaw is present in the packaging, the product must be assumed non sterile. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: a photograph of the tyvek lid was provided which confirmed the presence of a puncture hole. The surgeon elected to implant the component despite noticing a hold in the lid of the inner blister. It is stated in the IFU that if a flaw is present in the packaging, the product must be assumed non sterile. Photographs of the other elements of the packaging were not provided therefore it is not possible to determine how the damage noted occurred. No further investigation for this event is possible at this time.

Event description:
It was reported that a breakage of packaging material/ a hole was found on innermost sterilization pack (paper cover) of the implants while the outer packages are in good condition. The nurse assumed all are sterilized and there is no contact with any contaminants, so the surgery was continued and completed without delay.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.